Event description:
Uvc placed and secured with sutures by rn. While with drawing line, line snapped into two pieces. Catheter was secured by rn at base and withdrawn with the remainder of the catheter intact. No harm to infant.